Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device damaged by another device (implanted) or migration. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device and migration are related to procedural conditions (interaction during positioning of another clip). The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr), prolapsed and restricted leaflets for a mitraclip procedure. During the preparation of mitraclip xtw (50415a4059), physician attempted to turn the red cap of flushport of the delivery catheter handle. The cap broke. During the procedure. One mitraclip xtw(50418a1123)was implanted. During the implantation of second mitraclip ntw(50423a1123), only a partial reduction in mr was observed. During retraction into the atrium the clip became entangled with the previously implanted xtw clip. Imaging revealed that the xtw had tilted but remained stable. The ntw clip was removed from the anatomy. The mr was decreased to grade 3-4 post procedure. There was no clinically significant delay reported. On (B)(6) 2025, 2 mitraclips were implanted. No additional information was provided.